Manufacturer narrative:
The following information was erroneously omitted from the previous report: this report contains supplemental information for mentor asr reference number (B)(4) left. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a breast augmentation with mentor memorygel breast implants 250cc (l) and 300cc (r) and experienced bilateral rupture and granuloma on the left side. As a result, the patient will undergo removal on (B)(6) 2019. This report is for the left side.